Manufacturer narrative:
The investigation has been completed. Console logs from the reported day of event were consistent with the complaint and showed placement signal disappearing and later returning (and associated with opm comm crc error). The issue described in the complaint was confirmed and determined to have been caused by optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller software operated as designed. The cause of the placement signal loss was due to optical bench firmware communication protocol anomaly.

Event description:
The customer reported a patient was on impella cp support due to a st-elevated myocardial infarction. It was reported that while doing groin dressing, a team member noticed that the placement signal had disappeared from automated impella controller (aic). After a few minutes, the placement signal returned. The patient was stable throughout. The medical doctor was made aware of the issue and no changes to the plan were made. Upon investigation completion, the engineer found a loss of optical data.